Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The device was returned with the cannula cap damaged and was returned inside a plastic bag. It is possible that the cannula cap damaged due to excessive forces applied to the device during use. Device was disassembled and no damages were found on the internal components; indication of excessive forces were noted on the cap.

Event description:
It was reported that the patient underwent an unknown procedure and absorbable straps were used. It was found that the white cannula cap was separated and damaged. Another like device was used to complete the procedure. There were no adverse consequences for the patient.